Event description:
The patient underwent full vns replacement surgery. The generator replacement was prophylactic in nature. During attempts for product return, it was revealed that the explanted products were not available for return.

Event description:
X-ray images were reviewed by the manufacturer. The vns generator was placed below rib 4; however, it was still located in the upper left chest area. The connector pin of the lead appears to be fully inserted inside the connector block. The feedthrough wires appear to be intact. Strain relief bends and strain relief loops were present; however, the strain relief loop did not appear to be per labeling near the electrodes. Two tie-downs were visible near the electrode site, but no tie-downs were able to be visualized for the rest of the lead. There is one relatively sharp angle in the loop immediately inferior to the electrodes. Otherwise, no sharp angles or gross fractures were observed. Based on the x-rays received, the cause for the high impedance could not be determined.

Event description:
It was reported that high impedance was observed on the patient's vns. Chest x-rays were ordered. The x-rays have not been reviewed by the manufacturer to date. No relevant surgery is known to have occurred to date. No additional relevant information has been received to date.